Manufacturer narrative:
He serial number is not available, as the product has not been returned for investigation. The manufacturing date is not available, as the product has not been returned for investigation.

Event description:
The consumer states that their diamondclean smart power toothbrush had a thermal event. No injury was reported.